Event description:
The customer reported a reactive access toxo igg result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient's clinical presentation. The customer reanalyzed the sample the next day on the same unicel dxi 800 access immunoassay system and obtained lower, but reactive results. The customer then reanalyzed the sample on (B)(6) 2015 on the same unicel dxi 800 access immunoassay system after heat treating the samples and obtained similar, reactive results. Heat treating the samples is not recommended per the access toxo igg IFU (instructions for use) manual. However the results obtained by the customer were still discordant to both the alternate methodology and the patient's clinical presentation. The customer reanalyzed the sample on an alternate methodology (bio-merieux vidas) and obtained discordant, lower, non-reactive results. The access toxo igg results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This report will address the results obtained on (B)(6) 2014. MDR 2122870-2015-00074 will address the results obtained on (B)(6) 2014 and MDR 2122870-2015-00076 will address the results obtained on (B)(6) 2015. Quality control (qc), calibration and system check were all performing within specifications. The patient's sample was collected in a serum tube with a gel separator. The sample was centrifuged at 2,000g (relative centrifugal force) for ten (10) minutes.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. Service was not dispatched. Calibration passed on (B)(4) 2014 with access toxo igg reagent lot 492851 and calibrator lot 492838. System check passed on (B)(4) 2015. Both levels of quality control (qc) were within specifications. There is no evidence of pre-analytical sample handling issue and no indication that the access toxo igg reagent was returned for evaluation. Beckman coulter (bec) internal testing of the patient's samples did not reproduce the customer's elevated, reactive access toxo igg results. Bec testing produced negative, non-reactive access toxo igg results. In conclusion, the cause of the event cannot be determined with the available information. (B)(4). All MDR associated with this report are: 2122870-2015-00074, 2122870-2015-00075, 2122870-2015-00076.